Manufacturer narrative:
(B)(4). (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Results: a sample is not available for evaluation. Photos of the affected device were evaluated and the needle through the container was visualized. Potential root causes of undersized wall thickness, air bubbles/air trap during manufacturing, overfilled collector, dropped collector, and shaken collector were all investigated and there were no issues discovered during the device manufacture process. A review of the device certificate of analysis for the reported lot # 6g806 revealed that the product had been tested and conformed to the requirements of product specification. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as (B)(4) was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a staff member was scratched on her finger by a contaminated needle that had penetrated a bd¿ sharps collector 7.6l. The needle was suspected to be connected to a prefilled pen. The scratch did not cause the employee to bleed and there was no report of medical interventions being provided for this incident.